Manufacturer narrative:
The subject device was not returned to omsc for the evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based upon the information from sorc, there was the possibility that this phenomenon was attributed to the ingress of the water into the camera head due to the excessive external force being applied by the user handling, or the effect of the water ingress into the inside of the camera cable by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and identified the reported phenomenon. It might have been occurred by the water leakage for the camera head of the subject device. Sorc also found the ingress the water into the inside of the camera cable and the damage of the camera cable. There was no patient injury associated with this report.